Event description:
During a graft implant procedure, a patient of undisclosed gender and age underwent an unspecified procedure in which the zenith fenestrated aaa endovascular graft distal bifurcation body, g32551 was used. It was reported the case went as normal. During the ending angiogram, the physician confirmed the graft looked good in place, the overlap was good. When the physician did a final run, the physician felt like there was a leak. The physician ballooned again and still felt there was a leak. Physician troubleshooted and felt the leak was with the graft itself. The graft remains implanted; the physician did not reintervene and will do a follow-up in thirty days. Further details of the procedure reveal the proximal graft was placed in accordance to IFU, ballooning of proximal graft with a 32 coda balloon, bilateral renal stenting with gore viabahn vbx stents, ballooning of renal stents with a mustang 10x2 balloon, placement of distal graft in accordance to IFU, placement of zsle 13 limb to extend and bridge zsle 24 in patient¿s left iliac, placement of zsle 20 in patient¿s right iliac, ballooning of proximal and distal body using a 32 coda balloon, ballooning of proximal overlap of zsles with distal body and iliacs using a 32 coda balloon, re-balloon of distal overlap and iliacs after angiogram revealed an endoleak. Of note is that the procedure was performed off label and gore viabahn vbx stents were used in the renals. An inflation device was used to deploy the renal stents and mustang 10x2 balloon to flare the vbxs in the renals. The device was implanted and remains in patient. The physician did not reintervene and will do a follow-up in thirty days. Physician noted may possibly need to do another bifurcation in replacement.